Event description:
It was reported that patient had infection. Patient had implantable neurostimulator (ins) implanted in (B)(6) 2012, and it was explanted a month later. Patient was in the hospital for 3 months. Ins was explanted due to infection and patient's body was rejecting the device. Patient was told by "others that was not the issue." It was later reported that patient was admitted to hospital on (B)(6) 2007 and (B)(6) 2007. Patient experienced symptoms include redness, swelling, fever and pain. Infection occurred at the device pocket. It was unknown if patient had meningitis. Type of organism cultured was unknown. Patient was administered with oral and intravenous antibiotics. The total system was explanted and infection resolved.

Manufacturer narrative:
Product ID, 3777-60 serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID, 37752 serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37742 serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient (B)(4).